Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was discovered the right ventricular (rv) lead was not capturing. The patient had developed a pericardial effusion. The rv lead was explanted. The patient was in stable condition.